Event description:
It was reported that the balloon included in the arndt endobronchial blocker set failed to maintain pressure when test-inflated during the lung isolation procedure for a lung biopsy. It was noted that minimal pressure was applied during balloon inflation using the provided syringe prior to patient use. The device did not come into contact with the patient, and an unspecified double-lumen tube was utilized to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D2a: additional common device name: additional name - tube, bronchial (w/wo connector). D2b: additional procode: bts. E1: postal code: (B)(6). E1: occupation: materials technician. H3: device evaluated by mfg?: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the balloon included in the arndt endobronchial blocker set failed to maintain pressure when test-inflated during the lung isolation procedure for a lung biopsy. It was noted that minimal pressure was applied during balloon inflation using the provided syringe prior to patient use. The device did not come into contact with the patient, and an unspecified double-lumen tube was utilized to successfully complete the procedure. No adverse effects or additional procedures were reported for the patient. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, drawings, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one catheter, syringe, straight connect, and pmlla adapter. The balloon was submerged in water and test inflated. Cook confirmed that air bubbles were coming from the balloon, indicating leakage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number was not provided; however, an expanded sales search was able to identify three lots sold to the customer in the last three years. The dhrs for the three lots identified one related non-conformance for failed leak test in which all non-conforming material was scrapped. There are 100% inspections in place to identify this failure before shipping. A complaint history search did not identify any other events associated with the three possible lots. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_aebs_rev6] "arndt endobronchial blocker set," provides the following information to the user related to the reported failure mode: warnnings: "the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation." Precautions: "care should be taken to ensure the balloon remains fully inflated during longer procedures." Instructions for use: "warning: the lungs should be carefully auscultated following initial endobronchial blocker placement and balloon inflation to ensure proper functioning of the endobronchial blocker." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible the balloon was damaged after the packaging was opened; however, this possibility cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.